Event description:
Painful traumatic removal of the catheter was reported.

Manufacturer narrative:
Visual inspection of the returned complaint sample did not find any obvious defects. A review of the device history records for the involved lot number did not show any mfg deficiencies that would have adversely contributed to the reported issue. Dimensional eval of the returned catheter revealed that the catheter was mfg according to the specifications. A functional eval of the catheter was performed and a large cuff roll was noted upon deflation. This type of event can occur following deflation and can be exacerbated by rapid deflation, over inflation. The labeling provides the following info: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hosp protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hosp protocol. (B)(4).